Event description:
The facility representative reported a colleague infusion pump with a failure code of 810:11. It is unknown when this event occurred. There was no report of patient injury or medical intervention necessary. No additional information is available. During review of the event history by baxter on june 17, 2010, it was determined that the reported condition occurred during delivery. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed, but not duplicated. The reported condition is due to high ail (air in line) reading values. The ail pcb (air in line printed circuit board) was calibrated to correct the reported condition. (B)(4).

Event description:
It was reported that the atrial lead fractured, the bipolar and unipolar impedance are greater than 9999 ohms and the lead is unable to sense. The physician has programmed the device to ventricular only mode vvi and the atrial lead will not be used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was not previously serviced for the reported condition of failure code 810:11. (B)(4).